Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit had a continuous alarm that would not resolve, despite exchanging batteries and reinitiating ac power. A replacement request has been made.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous alarm was confirmed with the returned mobile power unit (serial # (B)(6)). Visual inspection revealed tears on the outer insulation approximately 3.5 to 6.5 inches from the connector end. Manipulation of this damaged area was able to reproduce an audible alarm without any visual icon lit. Electrical testing determined a shorted condition with the alarm/echo and ground wire associated with the alarm issue. The damaged area was dissected, which visual inspection confirmed damaged underlying wires. The damage that resulted in the tears of the outer jacket appears to have penetrated through the multiple layers down to the wires within the cable. A root cause of the damaged patient cable assembly could not be determined during the evaluation. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: exchanging the mobile power unit (mpu) resolved the issue.